Manufacturer narrative:
Additional information has been requested and if received will be submitted on a supplemental report. It is not known if the revisions mention in the event involved stryker devices. Information such as catalog number, lot numbers of the devices involved have been requested and if received will be provided on a supplemental report.

Event description:
It was reported that in 2006, the patient underwent a procedure to revise left charnley hip with trident/restoration hip. The following year, the patient underwent revision left hip replacement. The disassociated hip was explored and liner found to have come apart. The surgeon further states that the inner part of liner was attached to the femoral head. The trident shell was satisfactory and customer inserted a 40mm poly liner and 40 + 4 metal head. One week later, patient underwent revision of acetabular left total hip due to hip dislocation. The surgeon states that the head was removed from restoration stem and liner removed from trident shell. A new constrained liner was inserted.